Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet, despite using multiple different sets of charging supplies. Additionally, the battery gauge was intermittently observed to be fluctuating, which caused the pump to shut off. The customer provided a blood glucose (bg) of 303 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source for 30 minutes. The customer continued to use the pump for insulin therapy.